Manufacturer narrative:
A ge service rep performed an onsite investigation. No conclusion can be drawn as repair info is unavailable and no add'l service info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system's left monitor would not display an image. No pt injury was reported.